Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; lymphoma - alcl - suspected.

Event description:
Patient reported via regulatory agency anxiety/flutters in chest at night, generalised feelings of stress, lump, possible rupture, and concerned lump may be alcl; markers have not been confirmed. The following reported events have been deemed not related to the device: tingling sensation in left arm, migraines, drenching night sweats, increased pms symptoms / possible pmdd, constipation, heavy menstrual bleeding. The affected side is unspecified. The device remains implanted.